Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous mid left anterior descending (lad) coronary artery. During removal, the 2.5x38mm xience skypoint stent delivery system (sds) was noted to be fixed [stuck] on the guide wire. The sds and guide wire were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous mid left anterior descending (lad) coronary artery. During removal, the 2.5x38mm xience skypoint stent delivery system (sds) was noted to be fixed [stuck] on the guide wire. The sds and guide wire were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the xience skypoint was inflated at 12 atmospheres and the stent was deployed. Fluoroscopic visualization was used during stent expansion. During removal of the sds with the balloon fully deflated, the stent was inadvertently removed from the vessel and was stuck [entangled] on the guide wire. It was not confirmed that the stent was fully apposed to the wall. There was no resistance when the sds and guide wire were removed as a single unit. No additional information was provided.